Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that on (B)(6) 2020, emergency medical services (ems) was called to patient's home. On arrival patient was alert but lethargic and with low flow alarms on left ventricular assist device (lvad). Patient was found to be in ventricular tachycardia and was defibrillated once and converted to normal sinus rhythm. Ems started fluid bolus infusion and medicated patient with amiodarone. On arrival to emergency department (ed), patient remained lethargic. Electrocardiogram (ECG) without st segment changes. Serum creatinine 1.6 on admission, up from baseline 1.2 and thought to be due to volume depletion. Magnesium supplemented. Diuretics and angiotensin converting enzyme (ace) were held on admission. Electrophysiology (ep) team consulted during admission and offered implantable cardioverter-defibrillator (ICD), but patient declined. No further arrythmias noted on telemetry. Patient discharged home on (B)(6) 2020. At that time, serum creatinine down to 1.3. Patient discharged with decreased daily dose of torsmemide. Resumed daily dose of lisinopril.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events (cardiac arrhythmia and patient condition) cannot be conclusively determined through this evaluation. The report of low flow alarms cannot be conclusively determined through this evaluation as no log file from the time of the reported event was submitted for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 16oct2015. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.